Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 58 months after the implantation the lead was capped due to high pacing impedances, high thresholds and loss of capture.